Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was ordered part and was already shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator immediately when the ventilator was powered on, high rate, low pip, low ve and xdcr fault alarms triggered. The vent was delivering breaths irregularly. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical's failure analysis lab was able to duplicate and confirm the customer's reported issue multiple alarms triggered and transducer fault. This is a know issue which can be referenced with CAPA ca-2017-0206. Replacement products: pcba,turbine interface,vela and vela diamond,replacement,cf2 main pcba were shipped to the customer on (B)(6) 2021.